Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 100 mg/dl.